Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported inflation issue and leak were not able to be confirmed. The difficulty removing and deflation issue could not be confirmed due to the condition of the returned device. The separation was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported difficulties could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 9x40 mm armada 35 balloon catheter was advanced toward a heavily calcified lesion with 75% stenosis. The balloon was inflated but could not be pressurized over 12 atm and the pressure indication gradually dropped. Attempts were made to hold the pressure at 12 atm but the pressure decreased. The balloon catheter was examined and leakage was noted at the distal end of the hub (strain relief tube). An attempt was made to deflate the balloon and the balloon partially deflated but could not deflate completely due to the leakage at the hub. The balloon was withdrawn partially inflated but the balloon could not be pulled into the guide sheath. An attempt was made to remove the catheter with the guide sheath but the balloon area separated and remained in the vessel near the puncture site. The puncture site in the radial artery was further dissected and the detached balloon was removed out of the anatomy. The further dissected vessel around the puncture site was sutured and hemostasis was achieved. The procedure was completed using a 7x40 mm armada 35 balloon catheter. The patient is in stable condition. Additional information was requested.